Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; 419488 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room with atrial fibrillation (af) and congestive heart failure (chf). A transmission noted the right atrial (ra) lead with occasional undersensing and recent lower p-waves on lead trends. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.